Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with vancomycin, 1 gram, every fifth day (route unspecified) and fortum (dose, route, frequency were not reported). On an unknown date, both vancomycin and fortum treatments were discontinued. On an unspecified date, reported as ¿after a week¿, the patient was recovered from the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.